Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 82-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, the impella position was initially deep until starting the device. The pigtail was caught on the papillary muscle per the managing physician. The physician attempted to pull back the impella catheter but ultimately pulled the device into the aorta. The physician elected to remove the impella and restart the steps to re-insert the device. Left ventricular access was gained, and the impella was reinserted without complications. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.